Event description:
It is reported that the pt underwent arthroscopy, synovial biopsy, and synovectomy due to pain.

Manufacturer narrative:
Review of surgical reports provided indicates surgical technique was followed. Surgical report states that the synovium was inspected and there were mild grape-like clusters of synovium that would be typical of polyethylene debris. It was also stated that scar tissue was found that could have been impinging on range of motion. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. The reported pain may have been related to the apparent polyethylene debris and scar tissue identified during the procedure. Evaluation: review of the device history records did not find any deviations or anomalies. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened.